Event description:
Info received indicates the siderail are not locking properly.

Manufacturer narrative:
The tech found that mod 380 was not performed on this bed. The tech used siderail spring kits for all four siderails to repair the bed. Hill-rom initiated a field corrective action, internally known as "mod 380". Consignees were sent upgrade kits which they could have their qualified personnel install themselves following video instructions or they could contact hill-rom for assistance.